Event description:
When thermapads (thermopads) removed, it was noted that the pt had sustained a burn on his left medial an lateral thigh. Pads were iced during case and covered with towels during case. Pads were dry and intact, skin red with raised blisters burst and were covered with tegaderm. Pt is currently being followed through the wound care center.

Manufacturer narrative:
A physical evaluation of the complaint device was not conducted because the device was not returned; therefore, the complaint could not be determined. Per angiodynamics IFU, there is a risk of pad burns when using any electrosurgical device. With a monopolar device this risk will always exist. The thermopad and its instructions for use on proper placement are designed to minimize that risk as much as possible. However, a risk still exists and tends to be greater in cases where ablation times are longer and more power is used. Improper placement of the thermopads may result in a skin burn or poor electrical performance of the system.